Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/26/2016 with the following findings: the original complaint was unable to be confirmed due to a cs 069 at start up. The issue was duplicated on investigation during start up/. The call service 69 failure was written to the black box as a call service 87 failure. Investigation revealed that a language corruption occurred at a component on the printed circuit board resulting in a call service alarm. (B)(6).

Event description:
On 09/08/2016, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission: 11/02/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/06/2016 with the following findings: during investigation, the original complaint of the battery life was unable to be investigated due to a cs 069 alarm at power up. The pump was powered on and emitted a cs 069 call service alarm immediately upon power up. The call service alarm was recorded in the black box data as a cs 087 failure. Investigation revealed that a language corruption occurred at a component on the printed circuit board resulting in a call service alarm.